Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-old, male patient, the device displayed "check pads" and "poor pad contact" messages. The clinician attempted a self-test and the device was unable to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.